Event description:
It was further reported that the customer reported ¿camera won¿t turn on¿ was found during an unknown procedure. The intended procedure was completed using another device. It is unknown if the device was inspected prior to procedure.

Manufacturer narrative:
This supplemental report was submitted to provide additional details regarding event description and the legal manufacturer¿s investigation results. The device history records (DHR) are not available for the subject device as the device was manufactured over 15 years ago. A review of the repair records notes in 2018 the device cable ccd was replaced and in 2015 the adapter was replaced. Based on the repair inspection results, the image failed likely due to a defective/faulty cable. No device was returned to the legal manufacturer. The investigation by the legal manufacturer could not confirm the root cause of the cable unit failure. To mitigate cable breakage and fluid invasion, the instruction manual provides the following: do not hit or drop the product. Water leakage may damage the product's internal electric circuits.

Manufacturer narrative:
Additional information has been requested from the customer regarding the details of the reported image defect and is pending the subject device was returned to olympus. The evaluation confirmed the customer¿s reported problem, camera won¿t turn on. The problem was isolated and found to be due to circuit board failure. Additionally, the evaluation also found the cabling has deformation (kinks), the electrical contacts on the video connector has corrosion, moisture stains can be seen under the lens of the main body and on the circuit board, and the main body housing is cracked. The cause of the defective circuit board is unknown. However, the investigation is ongoing. If additional information becomes available this medical device report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Event description:
Olympus (osmc) was informed via repair request that the customer camera head has a no image malfunction, ¿camera won¿t turn on¿. The customer reported problem was found during an unspecified event. No death, injury or harm was reported to olympus.